Manufacturer narrative:
Correction - please refer h6 clinical code and health impact code. The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received clinical study named " retrospective post-market clinical data collection protocol for stryker systems " that contains collected data on the usage and the outcomes of pangea humerus plate. The report details analysis provided for revision procedures performed between june 15,2024 to may 15, 2025. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: nonunion with shoulder pain. Planned for further surgical intervention, mostly will be grafting.

Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received clinical study named " retrospective post-market clinical data collection protocol for stryker systems " that contains collected data on the usage and the outcomes of pangea humerus plate. The report details analysis provided for revision procedures performed between june 15,2024 to may 15, 2025. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: nonunion with shoulder pain. Planned for further surgical intervention, mostly will be grafting.